Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. It should be noted that there was a stent delivery system issue, also associated with this case, in which the stent would not deploy; however, it was safely removed from the patient. Sus voluntary event report, mw5094829, was received by the manufacturer on 6/22/2020; report of the event was previously provided to the manufacturer by an employee on 6/1/2020, and it was determined that submission of an MDR for this issue was not necessary.

Event description:
Prior to undergoing left transcarotid artery revascularization (tcar), the physician noted that the patient had significant disease in the left internal carotid artery (lica), extending into the distal left common carotid artery (lcca) where plaque and calcium were noted. Despite the physical challenges, the physician felt that a tcar was the patient's best option, as she was not a candidate for a surgical procedure. Once reverse flow was established, the physician pre-dilated with a 5x20 balloon with two inflations, once in the lica and once in the distal lcca. Lesion was treated with two stents. The tcar procedure was executed without further incident. There was no neurological assessment post-procedure, as the patient had received benadryl prior to the start of the case. The patient was snorting and unable to wake, which was attributed to the benadryl and conscious sedation. Approximately 1-2 hours post procedure, a non-contrast CT was performed, followed by cta and MRI. MRI determined that an embolic event had occurred, resulting in right hemiparesis. As of 6/22/2020, the patient still had deficits on her right side. No additional information is known.